Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during impaction the locking ring snapped. A new implant was opened and implanted.